Event description:
It was reported that the pt experienced a severe shocking sensation in the pelvic floor area during the trial implant phase. Initially, he had good therapeutic response but his symptoms returned a few days later. When the pt came in for the permanent implant procedure on, it was observed that the silver wire in the pt cable connection appeared to be "knotted up" as if it had been twisted repeatedly. The pocket was opened and the lead and temporary extension were inspected. The extension was removed and tested with the lead wire and external neurostimulator and found that electrodes 0 and 1 would longer elicit any sensor or motor response from the pt (who was under monitored anesthesia care at the time). A new lead and extension were placed and all 4 electrodes elicited a strong and similar response in the pt's penis and testicles. The pt was set to return to the operating room on (B)(6) 2010 for possible permanent implantation phase.

Manufacturer narrative:
(B)(4).